Manufacturer narrative:
The suspected device was returned for evaluation. The device was visually inspected and there were no damages. A functional test was performed and the reported issue was confirmed. The probable cause of the reported issue was due to unintentional damage to the bag seam while closing the side panel during compounding. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cadd cassette was leaking during compounding. Drug involved is baxter compounding services product: blinatumomab (blincyto) 105mcg blincyto stabiliser 5ml in sodium chloride 0.9 percent. There was no patient involvement and no harm/adverse event reported.